Event description:
It was reported that this was bilateral and multi-access venous closure of the right common femoral vein (rcfv) and left common femoral vein (lcfv) using three proglide device after an electrophysiology atrial fibrillation ablation interventional procedure. On the rcfv, using an 11.5f sheath, after deployment of the proglide, when the blue rail suture was pulled, a suture break occurred before the suture trimmer was loaded. Manual compression was applied to achieve hemostasis. Multi-access punctures were made on the lcfv. In one access site, a 10f sheath was used, and on the second access an 8f sheath was used. At first access sited on the lcfv, when the blue rail suture was pulled a suture break occurred before the suture trimmer was loaded. Manual compression was applied to achieve hemostasis at both access sites. In the second access site in the lcfv, when the blue rail suture was pulled a suture break occurred before the suture trimmer was loaded. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb, use of forceps. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.